Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml dual chamber eva bag was leaking. The reporter stated that the leak appeared to be coming from "the area where the dual chamber rod is removed for mixing.¿ the device had been compounded with an adult parenteral nutrition solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that there was a circled portion on the bag that was labeled as ¿leaking¿; however, the image was not clear enough to identify whether there was a leak from the bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.